Manufacturer narrative:
The chair functioned as designed.

Event description:
Consumer's daughter alleges the chair goes up and down automatically and it allegedly dumped her mom out of the chair and she hit her head and broke her shoulder and arm.

Event description:
Consumer's daughter alleges the chair goes up and down automatically and it allegedly dumped her mom out of the chair and she hit her head and broke her shoulder and arm.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.